Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (bmt) reported a machine had a loud popping noise and displayed a "bic pump no eos" message. There were no audible alarms because the dialysate lines were on the shunt. The bmt found scorch marks on the actuator board. Part numbers were provided for the actuator board, bibag interface board and actuator cable. Upon follow-up, the bmt confirmed the reported event and stated the issue was noted during preventative maintenance. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bmt was unable to provide the machine hours during the call. The bmt stated the machine has not had any past problems with failing the electrical leakage test and there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Per bmt the machine is still out of service pending receipt of the replacement parts. The bmt stated the replaced parts were available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (bmt) reported a machine had a loud popping noise and displayed a "bic pump no eos" message. There were no audible alarms because the dialysate lines were on the shunt. The bmt found scorch marks on the actuator board. Part numbers were provided for the actuator board, bibag interface board and actuator cable. Upon follow-up, the bmt confirmed the reported event and stated the issue was noted during preventative maintenance. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bmt was unable to provide the machine hours during the call. The bmt stated the machine has not had any past problems with failing the electrical leakage test and there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Per bmt the machine is still out of service pending receipt of the replacement parts. The bmt stated the replaced parts were available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.